Manufacturer narrative:
The reported events were lead dislodgement and far r wave over sensing. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of far r wave over-sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during initial implant procedure, the right atrial (ra) lead was noted over-sensing the ventricular signals on the electrocardiogram. Fluoroscopy was performed a dislodgement was discovered. The physician elected to not use the ra lead and replace it. The patient was stable.